Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that on (B)(6) 2021 the patient called healthcare providers with a sudden failure of the system controller. There was a blank screen with no display and according to the patient and spouse, all symbols on the controller were lit up with a continuous beep. Low flow alarms were suspected but not confirmed. After 10 minutes on the phone the patient declined and resuscitation was done. The patient expired while together on the phone call. The emergency doctor noted a hot controller at this time, and pulmonary embolism was suspected but not confirmed as no autopsy was performed. The pump was considered to be running as expected. The suspected pulmonary embolism and subsequent death were therefore not considered to be device related. On (B)(6) 2021 the clinic received the patient¿s equipment and intended to download log files a part of their routine check. To analyze the controller for error analysis it was connected to a power module (ppm). The controller was silent with a black display and was without any functionality. The ppm flashed immediately with a yellow wrench led and red battery led a bit later. There was also a continuous tone. It was not possible to read the controller with the attached system monitor and no connection was seen. Pushing buttons on the controller also showed no reaction and the display stayed dark. The ppm was restarted and the connection was tested again with the same result. A demo controller was used to test the system and the ppm worked properly and without issue with the connected monitor. The defective controller was again connected to the ppm and the yellow wrench illuminated with a red battery symbol and continuous tone. It was also connected to 2 fully loaded batteries and there was a very short alarm tone with a slight flickering yellow wrench led, but still no functionality. Pushing buttons again did not resolve this issue. A demo pump was connected, but there was also no reaction. The backup battery of the controller was checked, but the issue persisted. Ultimately, no log files could be downloaded. Related manufacturer's reference number for the pump/patient death: 2916596-2021-06630.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a sudden failure of the system controller where the screen went blank, all symbols of the controller were lit up with a continuous beep, and the controller being hot was confirmed via analysis of the returned system controller. An attempt was made to test the returned system controller at abbott; however, when the system controller was connected to a test power module and system monitor; however, there was no communication between the controller and system monitor. A log file could not be downloaded due to the lack of connection with the system monitor. In addition, the controller had a blank display screen. A yellow wrench visual and audible alarm was active on the power module when the controller was connected. Circuit analysis of the controller main printed circuit board (pcb) revealed that capacitators (components labeled c45 and c46) as well as inductor (component labeled l60) were electrically compromised. The components were electrically shorted which caused heat damage to the casing of the controller. An attempt was made to replace the electrically compromised components; however, the line connecting the capacitors to the inductor was damaged, indicating that the pcb was damaged beyond repair. The root cause of the reported event was determined to be due to damaged components on the main pcb; however, the root cause of how it became damaged could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 08dec2018. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Section 10 of the patient handbook and section f of the IFU, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of all equipment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # for mpu: 2916596-2022-00024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number (B)(6)) having a blank screen with no display was confirmed via analysis of the downloaded log file and visual evaluation and testing of the returned system controller. The reported event of the controller alarming with a continuous beep could not be confirmed during testing; however, at the time of the event the controller log file captured alarms that indicated that the controller was alarming. Upon powering the system controller, the screen was blank, could not communicate with the system monitor, could not operate a pump, and a yellow wrench visual and audible alarm was active on the power module. While the controller was connected to power, it was warm to the touch consistent with what was reported. The controller was disassembled, and the visual inspection of the main printed circuit board (pcb) revealed thermally damaged components as well as thermally damaged pcb traces. Further troubleshooting allowed for the returned controller¿s log file to be downloaded using a test controller. The downloaded log file contained data spanning approximately 2 days (31oct2021 ¿ 01nov2021 per the timestamp). The log file captured routine events from the first event in the log file from 31oct2021 at 08:54:28 to 01nov2021 at 08:47:18. The entry captured on 01nov2021 at 08:47:18 indicated that the system was operating at the set speed with no active alarms while powered by 14 volt batteries. The next 8 entries recorded from 8:59:12 to 8:59:13 revealed the controller reset, all pump parameters measured 0 (speed, power, flow, and pi) and they were accompanied by lvad_off and power cable disconnect alarms. The associated voltage levels recorded from 8:59:12 to 8:59:13 did not conclusively indicate what power source was connected to the controller; however, it may suggest that it was connected to a mobile power unit (mpu). There were 11 additional entries captured at the end of the log file that appeared consistent with the troubleshooting process of retrieving the log file. The root cause of the system controller with a blank screen and producing a continuous alarm was determined to be due to an electrically compromised component on the main pcb; however, the root cause of how it became compromised could not be determined due to the thermal damage incurred as a result. The following information was gathered for the system controller related to this complaint investigation. Batch: 6414841 serial number: (B)(6). Manufacture date: 24 apr 2018 shop floor paperwork was located for batch 6414841. All manufacturing and inspection procedures were followed (see "(B)(6)- DHR" under attachments). No ncmrs were created for the hm3 controller batch 6414841 and no rework was performed. Shop floor paperwork shows for hm3 controller serial number (B)(6), the device pass the functional tests. In summary, the device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 08oct2018. Heartmate 3 patient handbook (rev. G), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. G), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Section 10 of the patient handbook and section f of the IFU, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of all equipment. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.